Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information provided from customer. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of material stuck on the distal end tip was due to clogged nozzle. However, the most probable cause of the malfunction tiny foreign object on the distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: a tiny foreign object on the distal end.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had something stuck on the outside of the distal end. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.